Event description:
The customer reported that their central nursing station(cns) has signal loss on the fourth floor. They stated that it was for only half the patients, they have rebooted the central nursing station(cns) but it was still showing signal loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported signal loss at the central nurse's station (cns) on the 4th floor. The customer stated that only half the patients experiencing signal loss, they rebooted the cns, but it was still showing signal loss, nk ts explained that would not solve it. The customer stated that the rooms down were in a row. Nk ts asked if they checked the orgs or rebooted the tele system, the customer did not so nk ts asked them to go reboot the orgs and the power supplies. These units are on the 3rd floor. While checking they discovered that one of the ups that power the power supply for the antenna system was unplugged. After connecting to a power source, they went back to the floor and confirmed that everything is back up and running. Service requested / performed: troubleshooting. Investigation summary: as this issue is not a result of a deficiency or non-conformance of an nk device, root cause analysis was not performed and CAPA is not required. The overall risk rating is medium. Attempt # 1: 01/26/2021 emailed the customer via microsoft outlook for all the above information : no reply was received. Attempt # 2: 01/29/2021 emailed the customer via microsoft outlook for all the above information : no reply was received.

Manufacturer narrative:
The customer reported that their central nursing station(cns) has signal loss on the fourth floor. They stated that it was for only half the patients, they have rebooted the central nursing station (cns) but it was still showing signal loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station(cns) has signal loss on the fourth floor. They stated that it was for only half the patients, they have rebooted the central nursing station(cns) but it was still showing signal loss. No patient harm was reported.